Manufacturer narrative:
Customer returned meter. Test strips were not returned. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. The precision xtra blood glucose results as reported by the customer were identified in the meter internal log, however, they were not all obtained within a ten minute timeframe; they were obtained over the course of two consecutive days.

Event description:
Customer reported receiving erratic readings on their precision xtra blood glucose monitor. Customer reported receiving readings of 255 mg/dl, 339 mg/dl, 247 mg/dl, 275 mg/dl, 40 mg/dl, 254 mg/dl, 224 mg/dl, 259 mg/dl, and 411 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.